Event description:
The patient was revised because the lag screw cut into the femoral head.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, initial implant placement and bone quality are contributing factors. A search of the complaint database found no prior reports for this part and lot number combination. The exact root cause could not be determined without the pre and post op x-rays. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.